Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The v-tip and v-ring setscrews were stripped and the hex insets contained septum material. A test lead could be inserted into the v-bore and new setscrews were tightened to the proper torque in the v-bore onto the test lead. No noise was evident on the real time egm during bench testing and normal device function was seen during automated tests. It is believed a connection issue between the ICD and lead resulted in the noise and high lead impedance observed in the field.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular lead. The rv lead impedance had increased. The physician elected to re-operate to find the reason. The lead was initially replaced with a competitor lead, but the noise continued on the egm. The setscrew on the device would not loosen properly. The device was explanted and replaced.